Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 25x5/8 rb had visible droplets. The following information was provided by the initial reporter: material: 309570. Batch#: 2199679, 5014258, 2209815. Rcc received a complaint via email. Caller states there are clear droplets of a liquid in the syringe barrel. Lot# 2199679, 5014258, 2209815, 5149753 and 4151409.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batches 2199679, 2209815, & 5014258 are considered in compliance with our product specification requirements. Please note it is possible the fm/"liquid droplets" observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 25 years, with estimated distribution well in excess of 30 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
No additional information.